Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 10-mar-2025 and forwarded to millyard advanced medical products, llc on 11-mar-2025. Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. The patient reported their pump had a cracked outer rim and would not hold the battery in place. Their other pump alarmed for excessive noise in a silent room. Troubleshooting was unsuccessful. No adverse side effects were reported. Logs from remote (B)(6) (paired with pump (B)(6)) show that avs-related alarms started on the date of the complaint. Various battery alarms were observed leading up to and after the date of the complaint. Pump (B)(6) was returned with a section of the pump cover cracked off along the length of the longer pump grip, however no issue was observed with the pump holding the battery. During investigation, a test delivery was attempted, but the system generated a cassette problem alarm during startup testing. The pump was disassembled, and evidence of fluid ingress was found to be the cause of the alarms. The cause of the cracked pump cover could not be determined. Logs from remote (B)(6) (paired with pump (B)(6)) show that excessive noise attention, pump error, and cassette problem alarms were generated on the date of the complaint. During investigation, a test delivery was performed successfully with no abnormalities. The pump was disassembled, and evidence of fluid ingress was found to be the cause of the alarms. The cause of the fluid ingress could not be determined. Both systems functioned within specification as they alarmed accurately and entered a failsafe state.